Event description:
It was reported that tip detachment occurred. During unpacking, an 18 x 60mm x 75cm wallstent-uni endoprosthesis was selected for use. During unpacking, it was noticed that the small transparent tip was missing at the end where the stent comes out. A lot of force was then applied to get the stent out and eventually the transparent tip came out with the risk of being released with the stent. The procedure was completed using an alternative device, and no patient complications were reported.